Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Reagent and instrument problems were ruled out as calibration and qc were acceptable and the instrument found to be okay. A pre-analytical issue was the likely cause as the customer found a clot/fibrin in the sample.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable lipc lipase colorimetric assay result for one patient sample. The initial result was 3 u/l and was reported outside the laboratory. The sample was repeated on (B)(6) 2017 and the result was 84 u/l. The result was corrected and the patient was not adversely affected. When checked on (B)(6) 2017, the sample was found to be heavily clotted. The customer asked why the analyzer did not signal for a clot. The same sample had been tested for other assays, but none of those tests had issues and the results were not questioned. The reagent lot number was 14873901 with an expiration date of 05/31/2017. The field service representative confirmed the customer found clot/fibrin in the sample. He found the calibration and qc were recovering normally and the instrument operational, no instrument issue were detected.